Event description:
It was reported that the patient stated experiencing "unbearable pain" in his scrotum leading to an appointment with the physician. During examination the physician discovered a hole in the patient's scrotum leading to a surgical procedure in which an inflatable penile prosthesis (ipp) was removed and replaced with a spectra penile prosthesis (spp). A virtual appointment was set for (B)(6) 2020; thereafter an office visit was scheduled in six weeks.

Event description:
It was reported that the patient stated experiencing "unbearable pain" in his scrotum leading to an appointment with the physician. During examination the physician discovered a hole in the patient's scrotum leading to a surgical procedure in which an inflatable penile prosthesis (ipp) was removed and replaced with a spectra penile prosthesis (spp). A virtual appointment was set for april 17th, thereafter an office visit was scheduled in six weeks.

Event description:
It was reported that the patient stated experiencing "unbearable pain" in his scrotum leading to an appointment with the physician. During examination the physician discovered a hole in the patient's scrotum leading to a surgical procedure in which an inflatable penile prosthesis (ipp) was removed and replaced with a spectra penile prosthesis (spp). A virtual appointment was set for (B)(6), thereafter an office visit was scheduled in six weeks. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.